Event description:
It was communicated by the site that the ventricular assist device (vad) coordinator stated the issue was not with the heartmate 3 and was with cardiomems.

Manufacturer narrative:
Manufacturer's investigation conclusion: interference between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the cardiomems (cmems) device was unable to be confirmed through this evaluation. A specific cause for the report of electromagnetic interference (emi) could not be conclusively determined. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a cardiomems patient was having difficulty sending and taking readings and was having some signal issues. Troubleshooting included on first focusing on connectivity and transmission was successful. The patient advised that they had a left ventricular assist device and was having signal issues. The patient electronics system was plugged into a wall outlet. The patient took readings laying down on a regular three seat sofa. A reading was started without the patient, blue 99, white 0, cancelled reading. Next, they had the patient lay in normal position spine center, head on headrest. Started reading, green, music playing, reading and transmission successful. The first reading for that day was normal and free of interference. The patient was advised to keep the location of the regular sofa and to keep the position of spine center, head on headrest. The cause of the problem was determined to be unstable connection and patient positioning.

Manufacturer narrative:
Section a: patient information requested, not yet available. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.